Manufacturer narrative:
The device intended to be used in treatment been returned for evaluation. A visual inspection was performed and showed defects to the outer case. The functional inspection found that the device could not maintain pressure, establishing a relationship between the reported event. The root cause identified as a defective vacuum motor a review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys go vacuum motor is defective so can't generate and control negative pressure. As this was noticed during service and repair activities, no patient was involved.